Event description:
It was reported that the patient underwent a c-section on (B)(6) 2015 and suture was used. It was reported that electric scalpel was also used in this surgery. No abnormalities were noted during the procedure. On (B)(6) 2015, the patient went to the hospital for re-examination. The patient experienced fat liquefaction of the incision. The patient underwent a surgical procedure and suture was used to complete the surgery.

Manufacturer narrative:
It was reported that suture was placed in the subcuticular tissue. The electric scalpel was heated during use and was used on the fat tissue. The patient underwent a surgical procedure, with removal of the suture and debridement and suture was used to complete the surgery. The physician opined that the relationship of the scalpel to the event cannot be confirmed and the event may be related to the suture. The patient has left the hospital. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.